Event description:
Pt had a mr exam. She was scanned with the sense body coil for a hip study. After the exam, a second degree burn with a blister of 1-2 cm was found on her right elbow.

Manufacturer narrative:
Conclusions - it seems initially that sufficient distance was applied between the coil cable and pt. However, there was a possible shift when the pt was moved into the scan plane which could have resulted in an insufficient distance (< 2 cm). No padding was used between the coil and the pt. In conclusion, it is most likely that this burn was caused by unwanted rf interference being facilitated by the insufficient distance between the coil cable and the pt. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.